Event description:
It was reported by service report that the head right side rail was stuck in the low position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderail release handle bent and misaligned.